Event description:
Caller reported that pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support educated caller on how insulin and bolus settings reset after a pump shutdown, and ensured insulin delivery was resumed. Despite continued battery depletion, the issue persisted, so the pump was replaced by technical support.